Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction surgery with implantation of a 525cc mentor smooth round spectrum saline prosthesis. Post-operatively, the patient had an in-office visit with their health professional who utilized magnetic resonance imaging to diagnose a deflated right breast prosthesis. As a result, the patient underwent removal and replacement with a 525cc mentor smooth round spectrum saline prosthesis on (B)(6) 2022.

Manufacturer narrative:
On march 08, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on april 04, 2022. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that an area of delamination was observed at the union between the patch and shell, causing leakage on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), deflation is a known complication associated with these devices and can occur at any time during or after implantation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction surgery with implantation of a 525cc mentor smooth round spectrum saline prosthesis. Post-operatively, the patient had an in-office visit with their health professional who utilized magnetic resonance imaging to diagnose a deflated right breast prosthesis. As a result, the patient underwent removal and replacement with a 525cc mentor smooth round spectrum saline prosthesis on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).